Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Two days after the event onset, the patient was hospitalized and treated with unspecified medication (intravenous) for the event. Seven days after hospital admission, the patient was discharged. The cause of the event was not reported. Patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.